Event description:
A distributor from sweden reported a malfunction alarm with the code "malfunction 0-0x277d" on a customer's insulin pump. There was no information available regarding whether the customer's blood glucose level exceeded 500 mg/dl as they declined to answer the question related to it. The pump malfunction was resettable, and the customer had already attempted a reset. Subsequently, the customer switched to using insulin pens while awaiting a new pump, which was confirmed for replacement under warranty. Cts verified the customer's shipping address, provided instructions for returning the problematic pump, and ensured storage mode directions for transport.